Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report #: 1627487-2012-05169. Reference MFR. Report#: 1627487-2012-05170. The patient has two paddle leads (from different lots) and a percutaneous lead. It was reported the patient has been unable to attain effective stimulation since being implanted. The coverage he has been receiving is not the same as the trial. When he increases the amplitude to a high setting to cover his pain, he receives an uncomfortable sensation. The patient is scheduled to undergo surgical intervention. No further information is available at this time.